Event description:
Elderly male with history of hypertension and obesity. Procedure is diagnostic heart catheter; the physician was unable to pass wire of the 6f prelude, sheath introducer through inner dilator. No known harm to patient.